Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received external defibrillation therapy due to a ventricular tachycardia and ventricular fibrillation episode. Due to the electric magnetic interference, a false elective replacement indicator and end of service alert was noted on the pulse generator. The longevity of the battery had several years to true elective replacement. The device was explanted and replaced on (B)(6) 2018. No additional information was reported.